Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) could not duplicate issue. Problem not verified.

Manufacturer narrative:
Due to character limitation of e1 (initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) fiber optic wasn't working. There was no patient involvement.